Event description:
Additional information received indicated a loss of sensing and undersensing were noted. There was no loss of capture.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, low impedance, high capture, and a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and lead insulation damage was confirmed. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage, low pacing impedance, inadequate capture, no sensing, and under-sensing were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found the helix header sleeve separated from the ring electrode portion, exposing the inner coil similar to the fluoroscopic and visual images returned from the field. The cause of the reported events is isolated to the separated helix header from the ring electrode portion of the lead. All other damage noted is consistent with procedural damage.